Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to intensive care unit (ICU) due to experiencing a high blood glucose (bg) level of 700 mg/dl. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support (cts), the customer was still admitted to the ICU. The cause of the reported incident was unknown. The customer declined further troubleshooting and follow up from cts.